Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed, on the sensor patch. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed, on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail), while in the test fixture. And the results, were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, an unspecified error message. From the freestyle libre 2 sensor. As a result, customer was unable to obtain readings. And experienced seizure and loss of consciousness. The customer had contact with a healthcare provider. Was diagnosed with hypoglycemia. And received intravenous glucose, paracetamol, and painkillers for treatment. A post-treatment laboratory reading of 207 mg/dl, was also reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message from the freestyle libre 2 sensor. As a result, customer was unable to obtain readings and experienced seizure and loss of consciousness. The customer had contact with a healthcare provider, was diagnosed with hypoglycemia, and received intravenous glucose, paracetamol, and painkillers for treatment. A post-treatment laboratory reading of 207 mg/dl was also reported. There was no report of death or permanent injury associated with this event.